Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss confirmed that the error happened twice in the event log, but he was unable to duplicate the reported error issue. Fss replaced the ethernet cable, ethernet adapter, hard drive and instrument manager. However, the communication errors were still present. Fss decided to withdraw this instrument and it was replaced with a similar unit. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the (B)(6) system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
Corrected data: device manufacture date: in the initial MDR report, wrong device manufacture date (3/5/2008) was entered. The correct device manufacture date that should have been entered is 2/28/2008. (B)(4). The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.